Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opened during efaa it was reported that on (B)(6)2022, the patient presented with grade 4 functional mitral regurgitation (mr). During the procedure with a mitraclip xtw, all steps were followed per instructions for use (IFU). The xtw clip continuously opened while locked during efaa. The device was not implanted. A delay of 14 minutes was observed, but there was no adverse consequence to the patient. Another device was used to complete the procedure, reducing the mr to grade 3. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. The discrepancy between what was reported (failed efaa) and what was observed (no issue) is likely due to a combination of varying amounts of tension felt by the device during the procedure versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.